Event description:
It was reported that a por (power on reset) had occurred with the patient¿s device and the patient presented due to shortness of breath on exertion. The device was reprogrammed back to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated power-on reset (por) parameters were present. Additionally, it was noted that a critical ram parity error occurred in address of (B)(4) on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. (B)(4).